Manufacturer narrative:
Results of investigation: a vyaire medical failure analysis technician was able to verify the customer's reported issue. Bench testing revealed the lcd board to the lcd panel cable was not properly attached to the lcd pcpba causing the blank screen. The service technician re-attached the cable properly and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for investigation. When the results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the enve ventilator expressed a blank screen. At this time, it is unknown if there was any patient involvement associated with the reported incident.